Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was not sensing correctly, the device passed its incoming inspection with no anomalies observed.

Event description:
It was reported that the external pulse generator was not sensing correctly. The external pulse generator was disconnected from the patient, and a different external pulse generator was connected right away. The external pulse generator has been returned for a requested test and calibration procedure. No patient complications have been reported as a result of this event.